Manufacturer narrative:
Follow up communication with the customer found that the site rebooted the hemo monitor and checked that cables were connected. This corrected the problem. Device labeling, user manual, addresses such an occurrence in the troubleshooting section with statements such as, "problem: there is no communication between hemo monitor pc and client. Resolution: check that the crossover cable from the client to the hemo monitor is plugged in properly and lights are on. Reboot the hemo monitor pc. Exit and reopen the study. Answer yes to is patient still being monitored. Check that the client is properly configured to use the hemo monitor pc (in system config). If none of these work, contact technical support."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo monitor had to be rebooted during a procedure after the patient had been sedated. With merge hemo not presenting physiological data during treatment, there is a potential for incorrect treatment that results in harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).